Event description:
The chair allegedly stopped abruptly as the consumer was coming to the ramp to enter her home. Injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m94-c, (B)(4) is approximately 2 years 11 months old. The owner's manual part number 1122145 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device as stated by the dealer is that he has repeated issues with suspension teeth (replaced on 2 occasions). He stated that they simply sheared off. He feels that the root cause is the front loading on the chair. The consumer was in her driveway (200 ft) and proceeded back towards the house. The chair allegedly came to an abrupt stop causing her to fall out of her chair. The consumer was not wearing a seat positioning strap. The consumer sustained an injury to her pinky toe nail and sustained bruising on her left leg. The consumer did not seek medical attention. The consumer is experienced user and has been in a wheelchair for 20 years and has been in this m94-c device for approximately 3 years. According to the dealer, the consumer has more weight in the front causing the chair to be front loaded. The dealer is in the process of replacing the chair because she does not feel safe in the unit. Page 17 of the owner's manual states a warning, "always wear your seat positioning strap." It also mentions "to assure stability and proper operation of your wheelchair, you must at all times maintain proper balance. Your wheelchair has been designed to remain upright and stable during normal daily activities as long as you do not move beyond the center of gravity". The consumer's replacement chair has been ordered. The consumer should have another unit within the next 30 days.